Event description:
Customer reports the following: "16:30hrs- rn caring for patient who was on a sedation hold, noted 37mls of alfentanil was missing from the syringe attached to the patient via the syringe pump. 14:10hrs- alfentanil 25mg was signed out of the cd by 2 rns (1+2). This was taken to the bedside and drawn up at the bedside by the same 2 rns. 14:15hrs- patient commenced on sedation- propofol and alfentanil placed on pause by rn 1 supervised by rn 3, who noted only 1 ml left in alfentanil syringe. Supervising rn(3) noted the drawn up syringe of alfentanil 25mgs/50ml, at the bedside. Therefore rn 3 changed the syringes around (with the syringe measurement visible from the front, with a visible alfentanil sticker on the flange). This procedure caused the syringe pump to alarm and was re-placed on hold. Clamp at the syringe port was unclamped. Clamp at the cannula site was clamped, from commencement of sedation hold. 16:15hrs- rn 3 noted alfentanil syringe yellow additive sticker was at front of the pump, therefore syringe measurements were not visible. Rn 3 also noted infusion was switched off and not on pause. Rn 3 then removed syringe to turn around to see measurements and noted 37mls missing (13mls left in syringe). Co-ordinator present during find. 16:30hrs- rn 4 who was caring for a patient in the room, confirmed she had heard the pump alarming during the sedation hold. The infusion was not running but ? Had reached pause end and therefore switched the machine off, at that time the yellow additive label was visible from the front of the machine." Unexpected stop. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, reported event could not be confirmed. Indeed, reported date of event was 30th of july. However, no infusion has been done at this date. In addition, on (B)(6) an infusion has been done in the morning at 5ml/h from with a total volume infused of 47.7 ml. Between end of previous infusion and restart at 16:25, there's no infused volumes. Device was just switced on/off and many alarms of syringe positioning and pauses programming were recorded. At the end, flow rate still was at 5ml/h, and infusion was done during less than 1 hour for a total volume of 4.7 ml. Therefore, history data was insufficient to confirm reported event. The subject device (model agilia sp mc, serial number (B)(6)) was returned to our laboratory for analysis. Upon reception, subject device was submitted to a visual inspection. Nothing was observed. Then, test of infusion supervision and flow rate accuracy were performed. During infusion supervision, no dysfunction of subject device was observed. No alarm, stop or error occurred. As well, results for flow rate accuracy were compliant with IFU specifications. In addition, subject device was submitted to qc tests, done with partner software. Maintenance certificate concluded in a complaint device. Therefore, reported event could not be reproduced. Based on available information, no issue is suspected with subject device. To our knowledge no patient consequences have been reported. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.